Event description:
It was reported that the right atrial (ra) lead was dislodged by an ablation catheter during an ablation procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant product: 6937a lead implanted 2014 (B)(6). (B)(4).